Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced ineffective stimulation due to lead migration. Surgical intervention may take place at a later date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction e1: initial reporter.

Event description:
Additional information received indicates a lead fracture was confirmed via x-rays. Surgical intervention took place wherein the patient's system was explanted and replaced. Effective therapy was established. The ipg was electively replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.